Event description:
It was reported, customer was hospitalized for high blood glucose. It was stated that the customer was sluggish all day and legs did not work good prior to hospitalization. She also stated the cannula was bent when removed. Troubleshooting was performed and pump appeared to be operating normally. No further details provided at time of call.

Manufacturer narrative:
Currently it is unk whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.